Manufacturer narrative:
Exemption number e2011009. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). No sample has been returned for investigation. We only received a picture of a introcan safety pur 24g, 0.7x19mm-sa in open packaging. The received picture was checked visually. At the picture it is visible that at the sample the capillary is broken off. How it comes to this damage could not be comprehended. Without the actual sample , a thorough investigation could not be performed and no specific conclusion can be drawn as to the cause of the reported event. If the sample and/or additional pertinent information becomes available, a follow up report will be submitted. Reviewed the device history record and no abnormalities found during in-process and final control inspection. - attachment: [(B)(4)_letter.pdf]

Event description:
As reported by the user facility (translation of user facility information by (B)(4)): the event takes place on (B)(6) 2016, being 10:00 am, nursing assistant channels peripheral venous access catheter safety introcan g24 to under 11 months of age, being single puncture, venous return was obtained, blood samples were taken for laboratory tests and subsequently more venous return is observed so the removal of the catheter becomes necessary, when you pick absence of the distal end it is evident, immediately requested medical assessment, ultrasonography is taken and 2.9mm foreign body is seen in the bloodstream, referral procedures are initiated pediatric surgery; the child is referred to (B)(6) (until then they have patient information, post-remission not have are more data on the evolution of the child; patient contact with is lost).